Event description:
It was reported that the patient experienced dizziness and visited a hospital. The egm (electrogram) showed the heart rate below 30 bpm despite the device being programmed to 70 bpm. Undefined high impedance on the rv (right ventricular) lead was noted, along with oversensing and noise. An x-ray showed severe curvature of the lead at the pocket site, which might be the cause of a lead fracture. A temporary lead was implanted, and the chronic lead was capped and replaced a few days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).